Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Rv pace lead impedance has been rising from around 450 ohms in 2014 (B)(6) to more than 1450 ohms in 2015 (B)(6). Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited rising pacing impedance and high capture threshold. The capture thresholds were always high, but it began to increase at the same time as the impedance rise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient received an inappropriate shock due to noise, and the rv lead exhibited high impedances, insulation damage, and a fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.